Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient presented with shoulder pain years after a reverse shoulder was implanted. Upon xray it was determined the baseplate center screw had broken and baseplate and glenosphere were loose.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2019-00725; 508-32-204, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.